Event description:
It was reported that the pacing lead exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488tc-52 pacesetter competitor lead, implanted (B)(6) 2002. (B)(4).